Event description:
Olympus was informed that during an unspecified procedure the titanium jaw broke in half. The procedure was said to have been completed with the use of the same device. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone to obtain additional information regarding the report, but with no result. The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's report could not be determined at this time. This report will be supplemented if additional information is received later.